Manufacturer narrative:
No device problem found. Surgeon did not follow surgical instructions in the first attempt.

Event description:
Surgeon was performing a standard microdiscectomy through a 18 mm tubular retractor, alignment trial was inplace with fluro confirmation. 8 mm device was selected for implantation and placed in position. Physician stepped away from table (against the surgical instructions), not wearing the protective gear and could not hold the delivery tool and take necessary imaging throughout the deployment. After imaging was taken, it confirmed the unproper trajectory / placement. Implant was successfully removed from s1 vertebral body by using the removal tool. Defect was re-measured and qualified for 10 mm implant. Surgeon now used protective gear and positioned the implant into superior vertebral body, deployment was uneventful with periodic fluoro checks, good final position.